Event description:
The customer reported that a piece of blue coating from the jaw of the device fell off during surgery. This piece was retrieved with a grasper by the surgeon. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.